Event description:
It was reported that during a precedex infusion with a spectrum iq pump, the pump "stopped infusing without alarming". It was alleged that the precedex bag "was full despite the fact it had been running for multiple hours". It was further reported the patient experiencing withdrawal symptoms and was becoming agitated and diaphoretic. The pump was changed, the infusion resumed, and the patient recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.